Event description:
Customer's sister reported that the paramedics were called to the customer's home due to low blood glucose levels. Customer was unresponsive and unconscious when paremedics arrived. Troubleshooting was not performed during call.

Manufacturer narrative:
The insulin pump passed the functional test, including the seat, rewind, and occlusion tests.